Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately 54 months post index procedure the patient underwent revascularization of target lesion with three in pact admiral debs. Approximately 5 months post revascularization the patient suffered restenosis of the right sfa. The patient discontinued from study participation. Cec adjudicated the event as related to the index device and not related to the index procedure or paclitaxel. Cec adjudicated the event as a target lesion percutaneous revascularization; clinically driven.

Manufacturer narrative:
Additional information reported that no tlr was carried out to treat this ae. The lot numbers of the devices used are not available. If information is provided in the future, a supplemental report will be issued.